Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported feeling dyspnoeic on minimal exertion after their implantable pulse generator (ipg) was reprogrammed. It was further reported that the ipg was reprogrammed and the patient's symptoms resolved. The device remains in use. No further patient complications have been reported as a result of this event.